Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal stenosis/ degenerative disc disease. It was reported that the patient stated he couldn't get the battery to charge. It was reported it was discharged. Manufacturer's representative (rep) reported that as soon as they had the patient put the charger over the battery and pressed the green button the elective replacement indicator (eri) came up. Rep hit the green button again and it started charging with 8 bars. The patient seemed to have some confusion and related that he had 2 bad days last week. Patient reported hallucinations, saw people that weren't there. Patient stated they did not take pills and did not know if he had a fever or not. Rep attempted recharge and it worked, issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported cause was not determined.